Event description:
The customer reported via phone call that her sensor and blood glucose level readings were inconsistent. The customer's sensor glucose reading was 50 mg/dl but her blood glucose level was 144 mg/dl. The insulin pump went into threshold suspend. The customer's sensor and blood glucose difference was not within an acceptable range. She was unable to recover the sensor and she changed the sensor. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.